Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of two (2) years, six (6) months. The reason for re-operation was due to re-stenosis of her aortic valve. The outcome is noted as resolved.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.